Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Further information was requested, but not yet available.

Event description:
New information received noted that patient presented to the emergency room with their pacemaker in backup vvi mode. Patient felt symptomatic from pacemaker syndrome. Device was explanted and replaced on (B)(6) 2023. Patient was stable after the procedure.